Event description:
An externalized conductor was reported via x-ray. No electrical anomalies were noted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.